Event description:
It was reported that the paramedics were called and customer was hospitalized due to low blood glucose. The blood glucose reading at the time of hospitalization was 40 mg/dl. Customer stated that she was unresponsive and her mother called the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.